Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose modular (glucm) result of 31 mg/dl generated by synchron lxi 725 clinical system for one patient sample. The result was not reported out of the laboratory. Subsequent testing on the same analyzer produced result of 93mg/dl and the testing on an alternate analyzer produced 93 and 94 mg/dl. There was no effect to patient or user.

Manufacturer narrative:
No issue with calibration or qc was reported by the customer. The customer has been swapping out electrodes each time they see discrepant results. Electrodes are within their on-board 6 month dating when swapped out. Field service engineer (fse) noticed a yellow stained precipitate on the face of the electrode and inside the glucose cup. Swabs of the precipitate were obtained of the cup and sent back to qa along with the electrode for further investigation. A definitive root cause has not been determined for this event.